Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1, a2, b7, d4. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
Date sent to FDA: 11/9/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011. It was reported that the patient experienced adhesions, seroma, severe pain and inflammation. Other procedure is captured in a separate file. No additional information is provided.